Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Screwdriver shaft for the tritanium primary acetablum cup broke at the tip.

Manufacturer narrative:
An event regarding crack/fracture involving a straight driver shaft was reported. The event was confirmed. Method & results: device evaluation and results: there is some scratching on the shaft. The hexalobular driver tip is fractured. The fractured piece was not returned with the device. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been 1 other event for this lot. Conclusions: this event relates to tip fracture for the trident hexalobular screw driver family. The reported event described the screw driver broke at the tip during surgery. A visual investigation confirmed that the tip of the device fractured.

Event description:
Screwdriver shaft for the tritanium primary acetablum cup broke at the tip.